Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were captured in the submitted log files that were consistent with suspected driveline damage. It was also noted that the patient had been accidentally placed on a grounded power source during some of the events despite the patient¿s suspected driveline damage. Driveline wire damage was unable to be confirmed through evaluation of the returned section of driveline, and the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Data in the submitted log files was reviewed on the reported event dates of (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. A pump stop event was captured on (B)(6) 2024 while the device was connected to 14-volt batteries. Two additional pump stop events were captured on (B)(6) 2024 while the device was connected to the power module. Multiple low speed and pump stop events were captured in the morning of (B)(6) 2024 while the device was connected to the power module. Several alarm flags were captured during the low speed and pump stop events, including low speed advisory/hazard, low flow hazard, and motor stop alarm flags. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the reviewed log file data. Approximately 17.5¿ of the distal end of the driveline was returned with controller connector and previous driveline repair approximately 9.5¿ from the controller connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have caused or contributed to the pump stop events, as captured in the submitted log file. The driveline was submerged in a saline bath for high-potential testing, and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on vad-55336 with no further reported issues at this time. The relevant sections of the device history records for vad-55336 and the driveline, serial #(B)(6), (B)(6), and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Additionally, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported no pump stops were noted upon device interrogation other than known pump stops on (B)(6) 2024 which was due to the nursing staff accidentally placing the patient on a grounded cable which was corrected at 0722. Additional log files were submitted for review and captured 14 low speed advisories and 9 pump stops between 5:45 am and 6:05 am on the morning of (B)(6) 2024. After 6:05 am there were no further alarms.

Event description:
It was reported that the patient with a known short to shield, was placed on a grounded cable accidentally while in another emergency department with expected pump stops. The clinic noticed that a pump stop occurred on (B)(6) 2024 that was not explainable. Log files were submitted for review and captured the pump stop which occurred while the patient was on battery power. It was noted that the patient had a distal driveline repair in the past (cs-193213). X-ray images were submitted for review and were unremarkable. The customer requested a second repair attempt for the patient with a suspected phase to phase short. It was determined that the previous repair was not full length and there was space to perform another repair. A driveline repair was performed on (B)(6) 2024. Visual inspection of the driveline showed previous repair site about midway between the system controller and exit site. The silastic and bionate layers were removed. The copper shielding was intact. They began splicing green, brown, and orange wires and then swapped over to new driveline without issue. They then continued splicing yellow, black, and red wires and finally closed up the area per procedure. Patient and staff were provided with care instructions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.